Event description:
It was reported that, "we found the adm press stand ((B)(4)) to be locked into the adm press ((B)(4)). The big post on the stand should fit into the press and allow for some rotational movement. However, this item was pressure locked in and would not budge. We got the items separated and it would not fit back into the press. We tried this stand in a different press and it still wouldn't work. We also tried putting a different press stand into the same press that did work. Through deduction we found, the stand is broken (specifically the post on the stand).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.